Manufacturer narrative:
(B)(4). Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was inoperable after not being used/charged for approximately 8 months. An sjm representative confirmed the issue using external devices. As a result, the scs ipg was explanted and replaced. Stimulation was restored with the surgical intervention.